Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Additional device implanted and related to this event: tg4040.

Event description:
Operative notes state that in 2008, the pt presented with a ruptured thoracic aneurysm and was treated with two gore tag thoracic endoprostheses; a 34mm x 15cm device proximally and a 40mm x 20 cm device distally (it is noted that the operative notes state that only one 40 x 20 device was used, and medical device tracking, states that two 40 x 20 devices were implanted). A cardiomems device was also implanted within the aneurysm sac. During the first post operative visit on the same day, a distal type I endoleak was noticed and two 40mm x 10cm gore tag thoracic endoprostheses were implanted successfully.